Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 12-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain (pelvic pain) and mental impairment (difficulty to think at several things at the same time) in a female patient who had essure (ess305) (batch no. 946765) inserted. On (B)(6) 2012, the patient had essure (ess305) inserted. On an unknown date, patient experienced pelvic pain, difficulty to think at several things at the same time, significant articular pain, adenomyosis, depression, intake of weight, vertigos, chronic fatigue, insomnia, renal pain, vitamine b12 deficiency, hemorrhagic menstruations, cold sensation, frequent urge to urinate and difficulty to hold it, loss of libido, vaginal cysts, swollen belly / bloating, early menopause, formication on foot and had extremities, sensation of heavy legs, sensation of bad blood circulation, icy extremities, dry eyes that stinging and crying with focus problem, anxiety, foggy feeling, loss of memory, headaches, speech problems (words said instead of others), hair loss, dry skin, itching, redness on skin, psoriasis and belly who was doing noise. On (B)(6) 2017, essure was removed. The outcome of events was reported as unknown. No causality assessment was given. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2017: quality safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.